Event description:
It was reported the customer's insulin pump was squirting out insulin during the prime process. The customer stated insulin continued to drip after the motor stops during the manual prime process. Troubleshooting found the customer did not receive a second series of beep and numbers did not appear on their screen. Customer's blood glucose was 140 mg/dl. Customer also reported there was no gap present between the piston and reservoir stopper. Customer was unable to prime their infusion set. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. Basic occlusion, occlusion, and the excessive no delivery tests were not performed due to the alarm. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, and cracked display window at upper and bottom left side corners.